Manufacturer narrative:
Concomitant medical products: 4194, lead, implanted: (B)(6) 2016. Product event summary: the device met 86% of expected longevity. Without the history of the programmed settings throughout its service life. There is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.